Manufacturer narrative:
A photograph of one sample was also provided for evaluation. Visual inspection revealed that the fill port cap was missing. The product¿s package had been opened by the customer. The reported condition was verified. Since the product was not in its original unopened packaging, the cause of the condition could not be determined. A batch review was conducted for lot 18j037 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). One single-use device was received for evaluation out of its original package. Visual inspection revealed that the blue winged luer cap was missing. The reported condition was verified. Since the device was not returned in its original unopened package, the cause of the condition could not be determined. A batch review was conducted for lot (B)(4) and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported that two large volume infusors had missing caps. One device was missing the ¿sterility cap¿, and one device was missing the blue winged luer cap. Both events were noted prior to patient use. No additional information is available.